Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It was reported from the local service department that leakage from distal end (gap between c-body and c-cover) and the deformation of the distal cover were found. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Omsc surmised that the residual liquid in the light guide lens occurred due to the following causes. - water invaded device from leaking point. - water that has invaded device reached light guide lens, and it was detected as liquid in light guide lens. Omsc surmised that the foreign material attached to the distal end occurred due to the following causes. - the distal end was deformed by physical stress, which generated gap of the distal end. Foreign material invaded from the gap. - the distal end was deformed by physical stress, which generated gap of the distal end. Corrosion escalated in the gap due to water invasion, and the corrosion product remained under forceps elevator. - since reprocessing after procedure by the user was insufficient, dirt under forceps elevator was not removed. - since the user did not conduct reprocessing immediately after procedure, foreign material on forceps elevator got dry and adhered there.

Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that there was residual liquid in the light guide lens and there was foreign material on groove or gap of the distal end of the insertion tube of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.